Event description:
Per the clinc, the patient experienced skin erythema, swelling and drainage around the abutment site on (B)(6) 2022 and subsequently was treated with oral and topical antibiotics (specific duration not reported).

Event description:
Per the clinic, the patient experienced an infection around the abutment site.